Event description:
During an esophagogastroduodenoscopy (egd), a cook instinct endoscopic hemoclip was used to stop a bleed from a vessel in the atrium of the stomach. The first clip was placed perfectly. A second clip was open and then closed onto the vessel. When trying to deploy the clip, the clip was stuck on the vessel and would not release from the clip deployment device. After numerous attempts to dislodge the clip, the physician grabbed the drive wire in the handle with hemostats. The drive wire was pulled up and it broke at the hook of the device. At this time, the physician advanced the endoscope over the top of the clip and pulled it to force deployment. Three clips were used successfully to stop the bleeding. No medical or surgical intervention was required in response to the clip performance. Based on heart issues, the pt was sent to intensive care (ICU) for monitoring. This was confirmed to be related to the pt's pre-existing condition and not the performance. Based on heart issues, the pt was confirmed to be related to the pt's pre-existing condition and not the performance of the clipping device. Our eval of the device said to be involved confirmed a portion of the hook has broken at the distal end of the drive wire and was not included in the return. Info regarding the missing section was communicated back to the medical facility. The location of the missing section is unk. The initial rptr stated that a section of the device did not remain inside the pt's body; however the location of the missing section detected during our laboratory eval is unk. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved found that the hook is broken at the distal end of the drive. The device was returned with the drive wire completely removed from the sheath but remains attached to the handle. The clip and broken portion of the hook were not returned with the device. The proximal end of the drive wire remains securely attached to the handle spool. A product-specific discrepancy that could have cause or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull hand spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrence of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.